Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, a supply change was performed for each occlusion. Reportedly, the customer loaded cold insulin into the cartridge. The customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.